Event description:
It was reported that the patient random beeping coming from his device without visual alarms. The device appeared to be working properly. The beeping reportedly occurred between (B)(6) 2015. Log files sent, preliminary analysis indicates: two controller power ups and associated motor start events on (B)(6) 2015 at 18:36:57 and 18:41:49, indicating that both power sources were disconnected from the controller. There were no effects reported on the patient. The pump remains implanted. It was reported that seven batteries and two controllers were returned and were received by the manufacturer.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that the patient experienced random beeping coming from his device without visual alarms. Seven batteries and two controllers were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the controllers met specifications; the controllers passed visual inspection and functional testing. The returned batteries passed visual inspection and functional testing; the devices performed per specification at the bench. Log file analysis revealed several medium priority alarms logged that covered the reported event date. These alarms could have caused the "random beeping" mentioned by the patient. However, these alarms are accompanied by visual alarms on the controller, contradictory to the patient's report. Logs also revealed the occurrence of a series of premature battery switching events on the weeks leading to the date of the reported event. These events are many times accompanied by a beep from the controller and do not display an alarm message. However, the controllers in use were running an older version firmware which does not have the capability to record the serial number of the batteries connected to its ports. Due to the older firmware version of the controller, there is no enough evidence to identify the batteries that were connected to the controllers at the time of the event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted. It was reported that seven batteries and two controllers were returned to the manufacturer. The following devices were reported, however, it is unknown which of the reported batteries and controllers caused the events: cat #, serial #: 1650de, (B)(4); 1650de, (B)(4); 1650de, (B)(4); 1650de, (B)(4); 1650de, (B)(4); 1650de, (B)(4); 1650de, (B)(4); 1401au, (B)(4); 1401au, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. A supplemental report will be submitted when the manufacturer's investigation has been completed. Pump remains implanted.